Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 73 year-old female with a history of coronary artery disease with multiple prior percutaneous coronary interventions and stent placements, hypertension, chronic kidney disease, chronic obstructive pulmonary disease, abdominal aortic aneurysm, and peripheral vascular disease presented to the emergency department for shortness of breath and hypoxia. She was hypertensive and tachycardic on arrival. An electrocardiogram did not show evidence of st-segment elevation myocardial infarction, and she was admitted to the intensive care unit with a diagnosis of non-st-segment elevation myocardial infarction. Cardiology was consulted for acute decompensated heart failure with suspected cardiogenic shock. Bedside ultrasound demonstrated severely reduced ejection fraction. She was taken to the cardiac catheterization laboratory for a left heart catheterization and possible impella cp device placement. During evaluation, contrast injection through the reaccess port of the repositioning sheath demonstrated no blood flow distal to the sheath, and the access site showed oozing. The physician elected to leave the impella device in place, the peel-away sheath was removed, and the repositioning sheath was inserted and sutured. Repeat contrast injection again showed no distal flow. Cardiac surgery was consulted, and the patient was taken for impella 5.5 insertion. Limb ischemia developed during the procedure, requiring removal of the device.

Event description:
The impella cp was removed from the groin and the patient was escalated to an impella 5.5 via the axillary artery. The ischemia and oozing resolved after the impella cp was removed.

Manufacturer narrative:
B5: additional event information updated. H6: codes updated accordingly.